Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were feeling sick, vomiting, didn't know their own name, and has had seizures. The patient was not sure if the feeling sick was due to the gastritis or to their pump. The patient was feeling ill since (B)(6) 2016 off and on. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.